Event description:
The olympus sales representative reported (on behalf of the customer) while using the evis lucera gastrointestinal videoscope, the panel on the left side of the oer-3 overheated, causing a burning smell. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
No device was returned to olympus for evaluation, as a technician was on site and repaired the device. The panel on the left side of the endoscope reprocessor overheated, causing a burning smell. When the field service engineer in charge checked the inside of endoscope reprocessor, it was found that there was a hole in the binding part of the detergent tube closest to the washing tank, and the cause was that endoscope reprocessor was operated while it was leaking. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.